Event description:
It was reported that the infusion set was leaking at the headset and that the self-adhesive of the infusion set was wet with insulin. This resulted in high blood glucose levels (almost 400 mg/dl) of the customer.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : customer disposed of the packaging and product.